Event description:
It was reported to philips that the ac module was not charging the device due to a loose plug. The plug would disconnect even when nothing was pulling it. There was no reported patient or user involvement and no adverse patient/user impact.